Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. As a result, the customer experienced an elevated blood glucose (bg) level of 991 mg/dl and was subsequently hospitalized in the intensive care unit (ICU) after going to the emergency room. The customer had ketones but was not identified as dangerous by the healthcare provider and was treated with intravenous fluids of saline and insulin. The customer alleged that they sustained reduced renal function as a result of the incident. Customer was released from the hospital on (B)(6) 2025. The customer continued using the pump for insulin therapy.